Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was inserted into the patient and used to cross transseptal with a versacross connect for faradrive. Once the versacross connect was removed, saline was reported to have been flowing through the valve of the faradrive sheath onto the table. The faradrive sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection of the sheath noted that the sheath was returned with the dilator still inserted. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. While attempting to purge air out of the sheath by injecting deionized water into the flush port to flush air out through the distal tip, a constant flow of deionized water was seen leaking from the hemostatic valve, indicating a significant leak path. Microscopic inspection revealed a tear in the external valve by the opening slit designed to seal around an inserted device. The internal valve was also deformed and would be unable to properly seal, contributing to the failure to seal pressure inside the sheath during preparation for leak testing, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that a sheath leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was inserted into the patient and used to cross transseptal with a versacross connect for faradrive. Once the versacross connect was removed, saline was reported to have been flowing through the valve of the faradrive sheath onto the table. The faradrive sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.